Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump failed to alarm when a bolus was not completed. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015-product analysis: the device was returned and evaluated by product analysis on 11/21/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box found no related events or issues: there was no evidence cancelled boluses. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A bolus was cancelled during testing; the pump warned appropriately.